Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. A double feed was observed as two clips were partially loaded incorrectly into the jaws. One of the clips was also stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the partially loaded clips were manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears were broken. No clip fired. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. Two of the clips in the channel had broken hooks due to the clip stack. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The reported complaint of "clips breaking" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A double feed was observed as two clips were partially loaded incorrectly into the jaws. One of the clips was also stuck in the bent rotation tab. Upon functional inspection, no clip fired on the first attempt. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The device was found to have broken internal ratchet ears which caused the clips to become out of position and prevented the clips from loading properly. The device was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that clips are breaking off.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1900033 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips are breaking off.